Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator is failed not detected on the bus. The field service engineer (fse) replaced the pyxibus controller module on drawers 5 and 6. Service was restored and the device functioned properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 5 and 6 were not open and offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.